Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in an alert in the remote home monitoring system. Analysis of device memory noted an attempted telemetry session followed by stored atrial fibrillation (af) episodes with misaligned markers in addition to a high power consumption condition. It was noted that the misaligned markers would have prevented the device from successfully detecting and treating an arrhythmia and the issue was determined to be related to a timing issue on the telemetry chip. Further review of device memory noted that a successfully telemetry session was subsequently performed and should have corrected the issue. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
This report is being filed to update the evaluation conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Interrogation of the device noted the tones were related to the previous battery depletion message that was recorded. The device was interrogated with a programmer and the message was cleared and the beeping was resolved. This product remains implanted and in service. No adverse patient effects were reported.